Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had an unspecified alarm. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had unexplainable no delivery alarm and cracks on the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test and self test. No anomaly or error noted during testing.